Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However the complainant stated that the device was used prior to the expiration date. No code available (non-surgical medical intervention performed). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was implanted within the duodenum of a patient who had a blockage caused by obstructive cancer. The exact implant date could not be confirmed. According to the complainant, the patient underwent an esophagogastroduodenoscopy procedure on (B)(6), 2011, where it was discovered that the stent was blocked with tumor in-growth. The blockage was resolved by implanting a second wallflex enteral duodenal stent within the first stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be fine.